Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a pump error alarm and power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to clear the alarms. The customer was advised to update the time and date. The insulin pump will not be returned for analysis.